Manufacturer narrative:
(B)(4) flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. The catheter and the wire were kinked in the middle of the device and the handle cannula was in good condition. Functional testing could not be performed due to flare detachment. The complaint was confirmed; the device has flare detached which makes the device inoperable. This condition does not allow the device to be actuated. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when they attempted to retract the snare into the scope, the plastic sheath split but was still attached at the handle. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.